Manufacturer narrative:
This report is submitted on april 08, 2022.

Event description:
Per the clinic, the patient was hospitalized (specific date not reported) due to skin flap infection and subsequently was treated with IV antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.